Event description:
\New information received notes that no additional patient consequences were noted when the patient presented in-clinic.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.